Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box an unacknowledged replace cartridge alarm on (B)(6) 2014 that went unacknowledged until the battery had drained and the pump went into an intermittent power condition. The battery compartment was cracked and the battery cap was not returned with the pump; a test cap was able to fully tighten on to the pump with no power loss. The pump was exercised successfully for 24 hours with no loss of power or alarms. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.